Manufacturer narrative:
An event of device migrating into the left ventricular outflow tract was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported event could not conclusively be determined but may be as a result of challenging anatomy.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder selected for an implant using a 9f amplatzer trevisio delivery system. It was a "spiral atrial septal defect (asd) . The case went well, the stability test was okay and the doctors took their time to decide that the device should stay in place. Colour on trans-oesophageal echocardiogram (toe) was checked and no leaks were seen, 3d toe was performed which confirmed the device was sitting well, and the decision was that it was a good result. On 11.nov .2023 I was it was reported that the asd device had embolized to left ventricular outflow tract obstr (lvot) and the patient required surgery "over the weekend". The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.